Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: "material #:367281. Lot/batch #: 23l13a1. Bd received five (5) unopened samples for investigation. The samples were evaluated by visual examination and functioning testing, and the indicated failure mode for sleeve leakage or rubber sleeve issues with the incident lot was not observed. Additionally, fifty (50) retention samples from bd inventory were evaluated by visual examination and functional testing with 8 sets by connecting each sample to bd single use holder and inserting bd blood tubes with water. The water could be sampled without any issues of side-piercing, retracting defects of the rubber sleeves, or leakage from the line as all samples met specifications. Also, the silicone amount on the luer adapter of our retained samples 8 sets were checked, and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, the rubber sheath on luer was not covering the non-patient needle, so when the tube was removed, blood leaked from the luer on (1) device. Blood exposure on clothing and patient skin was reported, and no other patient impact reported.